Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#(B)(4) . FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 for a gastrointestinal (gi) bleed. No additional information was provided.